Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2010, the patient underwent a right total hip arthroplasty and was implanted with the above listed components. It is alleged that in 2018 "the stem and sleeve were removed due to damages, the femoral head was discovered to be in many broken pieces in muscle and tissues, so a new head was installed and the cup liner that had been recalled was replaced." It is further alleged that in 2019, the adm cobalt/chromium cup was removed and replaced with titanium and three screws.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.